Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated the cgm was displaying 68 mg/dl. She did not feel any symptoms during this time and did not have a glucometer to manually check her bg. At an unspecified time, the patient stated her daughter found her unconscious. The patient¿s daughter called 911. When emergency medical technician¿s arrived, they checked the patient¿s bg and it was 20 mg/dl (it was not reported what the cgm was displaying during this time). The patient was transported to the hospital. The cgm was displaying 68 mg/dl at the hospital and was admitted due to low blood sugar. The patient was treated with glucose IV fluids. The patient was reportedly in a ¿coma¿ at the hospital and eventually regained consciousness and her blood sugar was stable. The patient was discharged the same night. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.